Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent breast augmentation with an unspecified mentor gel implant, experienced breast implant illness and suffered several unexplained systemic symptoms, including back pain, neck pain, shoulder pain, cervical pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following information (via FDA mw5087717) that the patient: started to develop pain in neck, radiating to shoulders, arms, fingers, back and was diagnosed with cervical disk disease. Patient also had non stop "bv", bilateral carpal disease, and was also diagnosed with several medical issues after the implants. Patient also expressed that they have been in a whirl wind of health issues and have been struggling financially because of the implants. Manufacturer¿s reference number: (B)(4).